Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the complete of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint was reviewed. The customer reported observing shavings descending from the rails. There's no allegation of death or serious injury. However, considering that a similar incident has previously occurred on the same device lead to an eye injury, this event has been determined to be a reportable one. Philips has started the investigation of this event.

Manufacturer narrative:
On 28-aug-2025: during a retrospective review of this report, it was identified that the UDI information was inadvertently omitted. This follow-up submission is being made to provide the complete and correct UDI data.

Manufacturer narrative:
Philips received a complaint regarding the digitaldiagnost c90 system, concerning metal shavings falling from the rails . The device was in clinical use and there was no patient or user harm. The field service engineer (fse) conducted an inspection and discovered that the small metal pieces originated from the brake pads of the system. The fse then cleaned the longitudinal and lateral ceiling rails and tested the system's geometry functions, which all passed. The philips complaint handling team, along with the system engineering team, analyzed the issue and concluded that there was no design defect of the system. The observed problem was due to gradual mechanical wear, which is a natural occurrence in systems with multi-directional movement. The design already includes several preventive measures, such as wear-resistant components and particle collection systems. With the corrective actions taken, including updates to maintenance documentation and the introduction of enhanced components, the risk of recurrence can be significantly reduced through regular system maintenance as specified in the instructions for use and updated planned maintenance procedures. The system is currently in full operation status without any issues.